Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-00390. Follow up information identified the physician disconnected one of the patient¿s leads and left it inside the patient, and then implanted a new lead on (B)(6) 2018. The patient now has three leads implanted, but only two are connected to the patient¿s ipg. Postoperatively, effective stimulation was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-00390. It was reported the patient experienced ineffective stimulation on the right side. As a result, the patient may be awaiting surgical intervention.